Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains') in an adult female patient who had essure (batch no. A46106-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, nabothian cyst, adenomyosis uteri, endometriosis, chronic cervicitis, endocervical squamous metaplasia, paratubal cyst and cystoscopy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube enlargement ("swollen fallopian tubes"), abdominal distension ("bloating"), migraine ("migraines"), mood swings ("mood swings"), amnesia ("memory loss") and asthenia ("no energy"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy bilateral oopherectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, fallopian tube enlargement, abdominal distension, migraine, mood swings, amnesia and asthenia outcome was unknown. The reporter considered abdominal distension, amnesia, asthenia, fallopian tube enlargement, migraine, mood swings and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- migraines, pain, swollen fallopian tubes, mood swings, memory loss, bloating, asthenia. Lot number reported a46106 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains') in an adult female patient who had essure (batch no. A46106- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, nabothian cyst, adenomyosis uteri, endometriosis, chronic cervicitis, endocervical squamous metaplasia, paratubal cyst and cystoscopy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube enlargement ("swollen fallopian tubes"), abdominal distension ("bloating"), migraine ("migraines"), mood swings ("mood swings"), amnesia ("memory loss") and asthenia ("no energy"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy bilateral oopherectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, fallopian tube enlargement, abdominal distension, migraine, mood swings, amnesia and asthenia outcome was unknown. The reporter considered abdominal distension, amnesia, asthenia, fallopian tube enlargement, migraine, mood swings and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- migraines, pain, swollen fallopian tubes, mood swings, memory loss, bloating, asthenia. Lot number reported a46106 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('sharp pains'). In an adult female patient who had essure (batch no. A46106), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, nabothian cyst, adenomyosis, endometriosis, cervicitis, endocervical squamous metaplasia, paratubal cyst and cystoscopy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube enlargement ("swollen fallopian tubes"), abdominal distension ("bloating"), migraine ("migraines"), mood swings ("mood swings"), amnesia ("memory loss") and asthenia ("no energy"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy bilateral oopherectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, fallopian tube enlargement, abdominal distension, migraine, mood swings, amnesia and asthenia outcome was unknown. The reporter considered abdominal distension, amnesia, asthenia, fallopian tube enlargement, migraine, mood swings and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: migraines, pain, swollen fallopian tubes, mood swings, memory loss, bloating, asthenia. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube enlargement ("swollen fallopian tubes"), abdominal distension ("bloating"), migraine ("migraines"), mood swings ("mood swings"), amnesia ("memory loss") and asthenia ("no energy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, fallopian tube enlargement, abdominal distension, migraine, mood swings, amnesia and asthenia outcome was unknown. The reporter considered abdominal distension, amnesia, asthenia, fallopian tube enlargement, migraine, mood swings and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- migraines, pain, swollen fallopian tubes, mood swings, memory loss, bloating, asthenia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Reporter information, date of insertion, removal details added. Removal surgery added for event pelvic pain. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.